Event description:
A hospital reported that 4 out of 5 pts in the sicu had developed pseudomonas infections. A doctor at the hospital stated they believed this was due to the new heaters and breathing circuits. The hospital had recently started using a fisher & paykel healthcare (fph) 850 system, including an rt210 adult breathing circuit, an mr850 respiratory humidifier (or 'heater') and an mr290 autofeed chamber.

Manufacturer narrative:
Fisher & paykel healthcare (fph) rep visited the healthcare facility. Results: in a meeting with the healthcare facility's infection control, it was agreed that the source of infection was not the breathing circuit or the respiratory humidifier as the breakout was confined to the surgical ICU and was not happening in any other part of the hospital or dept. Infection control reported that the mr850 respiratory humidifier (850 system) was resulting in an environment conducive to pseudomonas because of the amount of condensate. They agreed that minimizing condensate would not eliminate the pseudomonas, but was a good place to start. The healthcare facility observed this condensate in an unheated section of the system that ran from the closed suction unit (which is made by another MFR) to the pt wye piece of the breathing circuit. A filter was attached in each of the setups between the expiratory tube and the ventilator. A number of different types of filters were used, including the fisher & paykel healthcare rt020 end expiratory filter and other filters made by other mfrs. The healthcare facility reported that they were having to change these filters more frequently with the new system and this meant they had to break the circuit more often. Before the healthcare facility started using the fph 850 system, fph rep trained the staff at the healthcare facility on how the circuit should be set up and used. On subsequent visits the fph rep noted that many of the temp probes were not inserted correctly. They carried out further training with the hospital staff during the course of which the staff were trained how to insert the temp probe correctly and set up the breathing circuit.the rep advised that unheated extensions should not be used as they would increase condensate in the breathing circuit. Conclusion: fph devices were not the source of pseudomonas. Fph rep are currently working with the hosp to help them modify their setups to reduce condensate in and around the suction unit and the unheated suction unit extension (both made by another MFR).